Manufacturer narrative:
(B)(4): the test strips involved with this complaint were evaluated and er4 was observed with control solution testing.the meter have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
(B)(4):on (B)(4) 2012, lifescan received the meter involved with the complaint and completed device evaluation on (B)(4) 2012. The alleged error complaint was confirmed in the meter's error log; however, the error message was not reproducible during investigations. The cause of the error message is unknown.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) in (B)(6) alleging the onetouch verio iq meter was displaying an error 4 message. The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient alleged the meter was displaying an error 4 message. There is no indication that subject meter cause or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.